Manufacturer narrative:
The picture investigation was completed on 19-nov-2024. A picture was received for evaluation following johnson & johnson medtech's procedures. According to picture provided by the customer, a deflection issue was observed in the tip of the catheter. However, neither the force issue or the catheter stuck can be determined based on images provided. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf catheter and observed the deflection stuck/jammed in a full/partial deflected position. During the procedure, the catheter was unable to deflect or relax completely and there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 29-oct-2024. The curve of the catheter was stuck/jammed in a full/partial deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. The device is not available to return due to the infectious (contagious) disease the patient had before the surgery. The deflection event was originally considered non-reportable, however, bwi became aware on 29-oct-2024 that the curve of the catheter was stuck/jammed in a full/partial deflected position and have reassessed the deflection stuck/jammed in a full/partial deflected position as reportable. The awareness date for this reportable issue is 29-oct-2024.